Manufacturer narrative:
Product summary: the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation procedure the patient experienced pocket stimulation that extended down their arm. As the de vice was at eri (elective replacement indicator) the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).